Event description:
The event involved a chemoclave® bag spike with additive port where the reporter stated that they were unable to push normal saline flush through chemoclave as if it was clogged. There was patient involvement, a delay in therapy but no one was harmed as a result of this event.

Manufacturer narrative:
It is reported that device has been received, however, investigation has not been completed.

Event description:
Additional information was received on 21-may-2025 reporting that the issue occurred during a flush for a patient. The normal saline that was administered during the event was not an ICU medical product. No one was harmed during the event; however, there was a delay in therapy.

Manufacturer narrative:
Received one used ch-13 chemoclave bag spike with additive port for inspection. As received, there were no defects or anomalies noted. Fluid was attempted to prime through the chemoclave side port. There was no flow. The chemoclave was disassembled. There were no defects or anomalies initially noted that would cause an occlusion. The ch-13 was disassembled further to view the fluid path on the side port and bag spike lumen. The fluid path fluoresced under uv light, indicative of errant solvent. The reported complaint of no flow can be confirmed. The probable cause is due to errant solvent applied during manual assembly process of manufacturing. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. Corrected information can be found in b5 - describe event or problem, h6 health effect - impact code and h7 - if remedial action initiated null.